Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; intermittent failure found on the mpu (microprocessor unit) printed circuit board assembly. (B)(4).

Event description:
It was reported the screen will not light up when turned on. The programmer was returned for repair. There was no patient involvement.